Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed at the distributor. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) is underway. The reported problem (pulse reset) was confirmed. A review of download data indicates that the monitor reset after delivering a pulse during the reported treatment event. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. Manufacture date: monitor - 07093709 - 10/06/2014. Belt - 89003761 - 07/07/2016. The investigation into the event concludes that the monitor delivered a pulse and immediately reset a cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use by the patient during the false detection. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was supraventricular tachycardia (svt) and motion artifact. The rapid rate satisfied the rate detector of the detection algorithm. The source of the artifact could not be positively identified through cause and effect analysis. The following could not be ruled out as contributing factors: body motion. Poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. It was reported that the patient was conscious and at home at the time of the treatment delivery. The response buttons were not pressed during the event. Supraventricular tachycardia (svt) and motion artifact contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The patient reportedly refused to go to the hospital and is ending use of the lifevest. There was no death associated with the inappropriate defibrillation event. Per review of the patient's downloaded flag files, it was determined that the patient's monitor delivered a treatment to the patient and immediately reset, which prevented the flags from being written in the download data.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. It was reported that the patient was conscious and at home at the time of the treatment delivery. The response buttons were not pressed during the event. Supraventricular tachycardia (svt) and motion artifact contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The patient reportedly refused to go to the hospital and is ending use of the lifevest. There was no death associated with the inappropriate defibrillation event. Per review of the patient's downloaded flag files, it was determined that the patient's monitor delivered a treatment to the patient and immediately reset, which prevented the flags from being written in the download data. During the investigation of the monitor associated with this treatment event, a reportable malfunction was found.

Manufacturer narrative:
Explanation of h.1: there was no death associated with the inappropriate defibrillation event. H.3. Device evaluation summary: device evaluation of electrode belt sn (B)(6) has been completed at the distributor. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(6) is underway. The reported problem (pulse reset) was confirmed. A review of download data indicates that the monitor reset after delivering a pulse during the reported treatment event. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. H.4. Manufacture date: monitor - (B)(6) - 10/06/2014. Belt - (B)(6) - 07/07/2016. H.10 additional inappropriate defibrillation narrative: the investigation into the event concludes that the monitor delivered a pulse and immediately reset a cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was lack of response button use by the patient during the false detection. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was supraventricular tachycardia (svt) and motion artifact. The rapid rate satisfied the rate detector of the detection algorithm. The source of the artifact could not be positively identified through cause and effect analysis. The following could not be ruled out as contributing factors: body motion, poor ECG contact with skin . Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 ((B)(4) per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. Device evaluation of monitor sn (B)(6) has been completed.  The reported problem (abnormal shutdown, capacitor voltage fault) has been confirmed.  Upon investigation the monitor was resetting.  The cause for the resets was isolated to a defective u104 pxa processor on the computer/analog board. The root cause for the defective u104 pxa processor could not be positively identified.